Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage. Test strips open for over a year. Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-3 with symptoms. Customer is getting the error after the blood sample is applied. The customer's expected fasting blood glucose test result range is undisclosed. The customer did report symptom of nausea. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. Customer declined seeking medical attention. The test strip lot manufacturer's expiration date is 01/31/2017 and open vial date is over a year ago. Test strips are expired. Customer have been using this meter for over a year now. Strips are expired.